Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise looks like myopotential, and it was recommended to have it tested in the clinic to confirm. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).